Manufacturer narrative:
The review of the device history records was already performed with the correct lot number. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Possible causes for the reported event according to dfmea: device bent due to damaged instrument due to transport. Possible, it is possible that the instrument that the instrument was bent during transport. Device bent due to damage of instrument through incorrect handling (e.g. Breakage, etc.) Possible, it can be that the instrument was bent by customer due to incorrect handling of the device. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received on 07/15/2015. It was reported that the drill was bent. The drill was returned for evaluation. The visual examination confirms that drill was bent. The device manufacturing quality records indicate that the released component met all requirements to perform as intended. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only.

Manufacturer narrative:
The manufacturer did not receive the device for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a twist drill 20x105 mm str 2.7 grey was found to be bent during kit inspection at the customer.